Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
Patient experienced hyperglycemia while using a new type of infusion set. On (B)(6) 2010, blood glucose elevated to 421 mg/dl following an infusion set change. Patient did not use insertion device to insert headset. On (B)(6) 2010, blood glucose was 336-398 mg/dl. Patient corrected elevated blood glucose by bolusing through infusion device. Patient received an e4 occlusion on infusion device at 10:11 a.m. Patient removed the infusion headset and noticed the cannula was bent in the middle. There was no leaking of insulin. Patient inserted new infusion set. Patient was sent a complimentary insertion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was returned for evaluation, and the complaint was verified. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.